Event description:
I received essure coils in (B)(6) 2009, 4 months or so later, I started to complain about horrible abdominal pain where the coils were placed. My doctor had me come in and I stated to him I was in perfect health before this procedure. He prescribed me ibuprofen 800. I took them for a while and stopped because I didn't want the meds to become immune to my body and I will have to go to a stronger medication. I continued to complain and my ob set up an ultrasound visit. The tech said she didn't see anything abnormal. I went back to my doctor and he said only thing he can do is a hysterectomy. I went to see my primary doctor and he told me that since it's a foreign object in my body, my body is trying to reject it, so that's why I'm experiencing so much pain. I went back to my ob and he basically said it's nothing he can do. My pain lasts for 30 min to hours at a time. I can't walk, work, care for my family or think when the pain is going on. It's very dangerous for me to drive.